Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly. Blood glucose was 300 mg/dl. There were no alerts/alarms found in pump history. Although requested, the contact declined to upload pump data for tandem technical support to review. Tandem clinical diabetes specialist (cds) attempted multiple times to reach the contact/customer for additional assistance. Contact did not reply. Cds informed customer's healthcare provider of the reported event.